Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents, and/or complaints from this lot. The investigation determined the reported balloon rupture and difficulty advancing the device appear to be related to circumstances of the procedure, however, a conclusive cause for the reported difficulty removing the protective sheath could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation, resistance was met during removal of the protective sheath. The procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous and 90% stenosed right coronary artery. Resistance was met during advancement of the trek rx balloon dilatation catheter to the lesion. During the first inflation to nominal pressure, the balloon ruptured. The device was removed without issue. There was no reported adverse patient effect, and no clinically significant delay in the procedure. Another balloon was used to complete the procedure. No additional information was provided.